Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was collected and analyzed. Analysis of the data indicated pacing capture threshold in the rv (right ventricle) was elevated. The ventricular capture management trend shows average threshold varied from 1.25 volts to 2 volts throughout the record with a maximum measured threshold of 2.25 volts.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high and unstable thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).